Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator's alarm has no sound despite the fact that the volume is increased to the maximum. The speaker was changed out and that did not correct the issue. There was no patient involvement at the time of the reported incident.